Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The event description received states that iol was explanted due to the development of posterior capsule opacification. For further info please refer to rayner intraocular lenses limited's MDR report # 9611165-2013-00109.